Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0006649. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus pnk 20ga x 1.16in prn-cap y experienced leakage. The following information was provided by the initial reporter: during the infusion process of the patient on (B)(6) there was leakage, and a replacement trocar was given. The complaint was caused by the manipulation and various factors of the patient after fixation, which did not bring adverse effects to the patient.

Event description:
It was reported that the bd pegasus pnk 20ga x 1.16in prn-cap y experienced leakage. The following information was provided by the initial reporter: during the infusion process of the patient on (B)(6) there was leakage, and a replacement trocar was given. The complaint was caused by the manipulation and various factors of the patient after fixation, which did not bring adverse effects to the patient.

Manufacturer narrative:
Initial reporter name and address: phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.